Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during a subsequent follow-up, the post-paced t-wave oversensing continues to observe. Further programming changes were recommended. The device remains implanted.

Event description:
New information received indicated that the device was reprogrammed in the past but post-paced t-wave oversensing issue remained. The device was reprogrammed once again and remains implanted.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing on the ventricular lead was observed. The oversensing was noted on a stored egm. The device sensitivity setting was reprogrammed.